Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR), device unique identifier (UDI) number and investigation conclusion. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. Due to the device not being returned, a probable root cause could not be determined. However, per functional checklist , monopolar energy is checked at 40w for correct operational use. This failure is considered an isolated event. An investigation was not completed by the olympus OEM (original equipment manufacturer) as the device was not returned. Due to the device not being returned, a probable root cause could not be determined. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received and evaluated at olympus (B)(4). Evaluation determined that the device power switch was found with abnormal noise and output failure was noted. The high frequency output exceeded the standard range due to rtc board failure. Device was placed for repair. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during receipt inspection the device was found with output failure. There was no patient involvement on this event. No user injury reported.